Event description:
It was reported that the patient with this electrode received an inappropriate shock. Per the field, noise was reproducible in-clinic in secondary sensing vector. Technical services (ts) was consulted, noting the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded non-physiologic noise in primary vector at 1x gain on (B)(6) 2026, resulting in a one treated episode and two untreated episodes. Per ts, the observed artefacts seem to indicate either a mechanical issue with the electrode or a connection issue. Ts also reviewed available x-rays, noting the electrode appears to be placed higher than optimal. The x-ray in lateral and pa projections do not suggest under-insertion although there is a sharp bend/kink within the pocket area. Ts suggested the clinic send additional electronic data (to review counters such as noise and nsr to tachy transitions) or automated screening tool (ast) testing. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that the patient with this electrode received an inappropriate shock. Per the field, noise was reproducible in-clinic in secondary sensing vector. Technical services (ts) was consulted, noting the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded non-physiologic noise in primary vector at 1x gain on (B)(6) 2026, resulting in a one treated episode and two untreated episodes. Per ts, the observed artefacts seem to indicate either a mechanical issue with the electrode or a connection issue. Ts also reviewed available x-rays, noting the electrode appears to be placed higher than optimal. The x-ray in lateral and pa projections do not suggest under-insertion although there is a sharp bend/kink within the pocket area. Ts suggested the clinic send additional electronic data (to review counters such as noise and nsr to tachy transitions) or automated screening tool (ast) testing. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.